Event description:
The customer reported to olympus that the image would not focus on the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Unit tested and passed all functional tests. No problem found. A DHR review was completed, and no issues were identified. A labeling review was conducted. No anomalies were found. Based on the investigation, no nonconformances were found related to this complaint. No further escalation is required. This issue is addressed in the instructions for use (IFU): warning "inspect all focus control switches and zoom control switches and confirm that they work properly even if they are not expected to be used. If the focus or zoom is not adjusted correctly, it may cause patient injury, bleeding, and/or perforation during examination" page 26. "Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Page 17. Olympus will continue to monitor the field performance of this device.